Event description:
Total right knee arthroplasty caused debilitating pain, stiffness, range of motion loss requiring (B)(6) 2009 manipulation, and revision surgery on (B)(6) 2013. Medical device parts caused metal poisoning and severe allergies. Repeated f/u office visits with surgeon reporting pain, stiffness, loss of range of motion and metal poisoning, reported same medical problems to stryker orthopaedic sales rep. Attended years of physical therapy and daily intake of prescription medication to control symptoms. Length of time between initial surgery and revision surgery created debilitating medical issues and permanent disability. Manipulation surgery for arthrofibrosis on (B)(6) 2009 and metal poisoning. Ref/lot: 5515-f-402/yfak, 5520-b-300/ztek, 5532-g-311/mhd2k2, 5550-g-278/739k.